Manufacturer narrative:
Causal relationship has not been established, but remains possible. One of the indications for bonalive granules is: "bone cavity filling in the treatment of chronic osteomyelitis". The device has been used in the operation. Performed investigations, evaluations and additional comments: 1) previous similar complaints and incidents were reviewed (imdrf b11/b12) to detect any trend. The occurrence of these events is not high, there is no alarming trend. 2) risk assessment documentation and risk analysis (fmea) were reviewed. Related risks have been identified and adequately mitigated. The related risk items are either beyond any means of risk control or evaluated through risk-benefit analysis concluding: at least as effective as standard treatment and benefits outweigh risks. Also, recurring infections in relation to chronic osteomyelitis has been identified as a significant residual risk for bonalive granules. 3) post market surveillance (pms) plan includes "recurrent infections in relation to chronic osteomyelitis" as an expected undesirable side-effect to be trended. 4) reinfections occur in 10-20 % of osteomyelitic cases, regardless of the used treatment (e.g. Romano et al. 2014). Furthermore, bonalive granules is often used in very difficult chronic osteomyelitis cases as the last resort. As a conclusion, recurrence of osteomyelitis has been identified as a residual risk / known complication / side-effect of bonalive granules, but it is not yet documented in the product labelling. 7) the incident concerns EU-version of bonalive granules (13xxx); the same product number is not available in us. However, the same glass granules in applicator are available in us with another product numbering (14xxx). Also, the indications differ between EU and us: EU IFU lists the indication: "bone cavity filling in the treatment of chronic osteomyelitis" whereas us IFU states: "bonalive® orthopedics granules is indicated only for bony voids or gaps that are not intrinsic to the stability of the bony structure." Us granules do not contain indication for osteomyelitis and instead the us IFU lists in complications: "possible complications are the same as to be expected of autogenous bone grafting procedures. These may include: superficial wound infection, deep wound infection, deep wound infection with osteomyelitis, delayed union, loss of reduction, loss of bone graft, graft protrusion and/or dislodgement, ...". Additional information form the complainant was received. According to it, the patient had had an accident resulting an open fracture and infection. After primary operation of the open fracture two reoperations and infections. Bonalive granules were implanted 2 years after the accident. First the patient had no major problems. After 3 years and 7 months from the implantation he had symptoms that revealed an infection. Revision surgery was performed after 3 years and 8 months from the implantation. Bonalive granules were removed in this operation: they were in non-integrated form, no new bone formation. In the opinion of the surgeon, the reason for the infection was "apparently already from an open fracture, most likely nosocomial" and thus not the bonalive granules. However, the bonalive granules were not properly integrated into bone. Possible reasons for poor bone formation include infection and that the adequate filling of the defect was not reached (the cavity was filled in the lower two thirds). Current status of patient: "currently in the original job, without pain requiring analgesics, broken walking stereotype - limping (the condition corresponds to arthrodesis of the ankle and subtalar joint)".

Event description:
Patient returned after 4 years. Bonalive had been implanted for osteomyelitis in femur. Reinfection occurred and bonalive was still in the granules form in the middle of the cavity. Revision surgery was performed with autograft.